Event description:
It was reported that the customer programmed a 1 unit bolus but received a 10 unit bolus. During troubleshooting with tandem technical support, pump history was reviewed and showed that the customer had requested a 10 unit bolus and had entered an incorrect correction factor. Customer's blood glucose was impacted; however, customer ate jelly beans to raise glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.